Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic total hysterectomy, during the vaginal cuff for closure, the needle dislodged from the device and fell into the patient¿s cavity. An x-ray was performed for the express purpose of locating the component, or confirming that all pieces were located.